Event description:
On (B)(6) 2011, pt reported the menu button on the infusion device does not function properly. This has occurred intermittently over the past 6 months. All other buttons continue to function as intended. Pt replaced the battery, but this did not resolve the concern. When the menu button is pressed, it does depress and pop back up, but there is no audible beep. Infusion device was replaced and requested for eval. No physiological effects were reported. The pt did not require treatment from a health care professional or second party to address the issue.